Event description:
It was reported that a user experienced dexcom g7 continuous glucose monitor (cgm) pairing failure with the ilet, where the pump displayed pairing with sensor without progressing, despite firmware update, restarts, and allowing time for pairing; the user ultimately replaced the sensor and initiated warmup. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of the information provided. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure involving electrical and magnetic functions and the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.